Event description:
It was reported that the patient has complaints of "pocket pain and headaches." It was also reported that the pocket is being revised due to these complaints. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.